Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a sjm representative met with the patient and found the patient's ipg was unable to communicate with external devices. The patient stated she has been unable to communicate with her scs ipg for the past three weeks. A replacement charger sent to the patient did not resolve the issue and the patient has been unable to communicate or charge her ipg for six weeks. Surgical intervention is planned for a later date to address the issue.